Manufacturer narrative:
A partial lead with the connector pin measuring 18.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient was in ventricular tachycardia and the device was fired multiple times and was unable to correct the rhythm. At the regular device safety check, there was no rhythm present. An alert was sent to the physician's office. The patient was found deceased.

Manufacturer narrative:
Upon review, the right atrial lead (2938836-2018-00648) should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.